Event description:
It was reported that the patient experienced a low blood glucose episode to 61 mg/dl that was treated with oral carbohydrates, with glucose rising above 70 mg/dl within 15 minutes and measuring 104 mg/dl by the end of the interaction. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate intake without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.